Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level at the time of incident was 401mg/dl. The customer treated the highs with bolus. Troubleshoot for the no delivery was conducted. The customer was advised of possible issues with infusion set. The customer was advised to conduct change and return infusion set. The customer declined to troubleshoot for the highs.